Event description:
A pt was implanted with an ams apogee graft for pelvic organ prolapse. It was reported that the pt suffered "severe and permanent bodily injuries and significant mental and physical pain and suffering, including but not limited to pain in the groin area, incontinence, chronic urinary tract infections, and difficulty urinating." It was also indicated that the pt suffers, "infection or inflammation, tissue abrasion, and other severe adverse health consequence."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.